Event description:
The pump was returned. "Chronic pain, failed pump battery, end of battery life" was noted in the return paperwork. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted on: (B)(6) 2005, explanted on: unk. Final analysis of the device revealed a high s2 battery resistance. Drugs delivered via the device per analysis were baclofen, fentanyl, clonidine, dilaudid and bupivacaine.

Event description:
Additional information: it was reported that the physician implanted a new pump due to claiming that the pump "was broke". The patient felt like they were in a "big experiment". The patient also stated that since the pump was not working they had to go on other drugs. The medications used were not provided.

Event description:
It was later reported that the battery depletion was normal as the pump was replaced after the eri had reached 7 months. The patient did not experience any adverse signs or symptoms. The device system delivered dilaudid, clonidine, baclofen, fentanyl and bupivacaine. The patient¿s therapy after replacement was ¿consistent with her therapy before the replacement¿.